Event description:
The lay user/pt contacted lifescan in 2007 and alleged that her one touch ultra2 meter was reading inaccurately high. The medical affairs specialist was unable to reach the pt via phone after several attempts. A letter was sent to the address provided. The pt reported that about three weeks ago (not sure of the exact date) in the morning, she obtained a high result (did not remember the actual result) on the subject meter. She mentioned that she took her medication based on that result (humalog insulin, she did not remember the exact dose). She felt that the meter may have given an inaccurate high reading and that her blood glucose level was actually lower. She also mentioned that perhaps there was something wrong with her humalog insulin. The pt reported that the medication she took based on the result causing her blood glucose to fall to a dangerous level and that she was "crying like an infant" and passed out. Her husband found her unconscious and she was taken to the hospital where the hospital meter indicated that her blood glucose level was in the 30's. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). Her testing technique was reviewed to be correct and she was also cleaning the puncture area properly. The pt mentioned that the test strips used at the time of the event were all used up and she had performed a control solution test with a new vial of strips, which passed within range. Although there is insufficient info regarding the events leading to the pt passing out (blood glucose result, her medication regimen, insulin dose taken based on the alleged high reading, and the time elapsed between the results and the insulin taken), this complaint is reported because the pt alleged that she took insulin based on the reported meter's result and later passed out. She also stated her blood glucose level at the hospital was in the 30's. Replacement products were sent to the lay user/pt.